Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to loose/protruded drive support disk. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. Insulin pump passed self test, unexpected restart test and all operating currents were within the specification. No unexpected low battery, off no power or battery out off limit alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked case near reservoir tube window and broken pump belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed multiple battery out limit alarms after battery change. Customer's blood glucose was unknown. Battery change did not take longer than 5 minutes. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.